Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler did not fire during pancreatectomy. Another stapler was opened to complete the case.